Event description:
It was reported that the product with the alivium button was stuck. No patient injury was reported.

Manufacturer narrative:
Several device history records(DHR) were reviewed and it showed that there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. As per results from supplier investigation this issue happens after manufacturing because each product is tested on function by manufacturer. The reading issue happens when pointer of cuff inflator is misaligned (in contact with reading plate). This issue is caused by drop or hit damage. Instruction for use states to "check the device against a reliable pressure gauge once each week, immediately after it has been dropped or if there is any obvious reading error." Based on the results from investigation we are confident that current manufacturing and distribution process is capable to deliver functional products to customer, no potential source of hit or drop damage was identified within our processes. The most probable root cause is hit or drop damage caused by customer during use but it cannot be proven, therefore root cause of this complaint remains unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).